Event description:
It was reported the patient was having right leg and shoulder pain that may be related to their deep brain stimulation (dbs) system. The patient¿s pain started last thursday. A day prior to this report, the patient fell and were admitted to the hospital due to severe back pain. The patient was not having any issues with therapy and the patient was having an MRI. The healthcare professional (hcp) stated the fall and back pain were not related to dbs and the patient had balance problems secondary to parkinson¿s disease. The patient was now in rehab. The patient last met with the hcp on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0214116v, implanted: (B)(6) 2002, product type: lead. Product ID: 3389-40, lot# j0205081v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)